Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's wife alleges her husband allegedly fell out of the chair went to hospital and passed away. She said it was not due to the chair, he was very weak which caused him to fall.

Manufacturer narrative:
Device not attributed to event.

Event description:
Consumer's wife alleges her husband allegedly fell out of the chair went to hospital and passed away. She said it was not due to the chair, he was very weak which caused him to fall.